Manufacturer narrative:
Testing of actual/suspected device: the distributor notified that the safety disk was suspected to be crooked due to an external impact, and was still unable to inflate after turning it into the normal position. After a detailed inspection, it was found that the iab fill port connector was broken, which was causing the autofill failure. The part was ordered and will be replaced. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that prior to use on the patient the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusion), h10 additional information: e1(event site telephone:(B)(4).

Event description:
N/a.